Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected reset alarm was noted. The pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.(B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that she was trying to give herself insulin and the pump alarmed button error. The customer stated that she took the battery out and reinserted and the pump still alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.